Event description:
It was reported that the patient had a loss of therapeutic effect and a catheter migration was discovered. The patient was experiencing increased pain and spasticity. A CT scan without contrast was done on (B)(6) 2012 and found a catheter migration from t3 to t1. A catheter device surgical repositioning was completed on (B)(6) 2012. As of (B)(6) 2012 the patient outcome was reported as resolved without sequelae. The medication in the pump was baclofen, dilaudid and bupivicaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).